Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Event description:
It was reported that the device was used in ventilation mode "pressure support" during a MRI examination. During ventilation, continuous pressure occurred and ventilation was stopped even though the patient continued to show a spontaneous breathing trigger. The device generated an alarm with high priority "ventilator error". The anaesthetist disconnected the patient from the device and took over ventilation using a resuscitator bag. No serious injury reported.

Manufacturer narrative:
The log file was analyzed for the investigation. The fabius MRI was switched on at 9:18 am on the day of the reported event and failed at 10:00 am due to a stalled motor. The unit was thoroughly inspected at the repair facility and a faulty vacuum pump was found to be the root cause. The software monitors various parameters relevant to safe automatic ventilation, such as airway pressure, motor current, motor rotation, membrane pressure (internal membrane vacuum). If any of these parameters are out of range, the software stops automatic ventilation and issues a vent fail alarm. Manual ventilation can be performed as described by the user. If a ventilator error occurs, the peep/pmax valve is opened and the apl bypass valve is closed to switch to manual ventilation. The maximum airway pressure can be set at the apl valve (airway pressure limiter). Only when this set value is exceeded is the breathing gas released through the apl valve into the anesthetic gas line. It can be assumed that the apl valve was set to 20 mbar at the time of the failure, so that this pressure could build up in the system due to the fresh gas that continued to flow in, resulting in the continuous pressure of approximately 20mbar described. By changing the setting on the apl valve, this value can be reduced to 0mbar. The instructions for use contains the warning: "this anesthesia workstation does not respond automatically to certain changes in the patient's condition, to errors by the user or to the failure of components. The anesthesia workstation must be continuously monitored and controlled by a qualified operator so that immediate action can be taken." A final device test was performed. The device behaved as specified according to the found problem and generated an appropriate alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was used in ventilation mode "pressure support" during a MRI examination. During ventilation, continuous pressure occurred and ventilation was stopped even though the patient continued to show a spontaneous breathing trigger. The device generated an alarm with high priority "ventilator error". The anaesthetist disconnected the patient from the device and took over ventilation using a resuscitator bag. No serious injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device was used in ventilation mode "pressure support" during a MRI examination. During ventilation, continuous pressure occurred and ventilation was stopped even though the patient continued to show a spontaneous breathing trigger. The device generated an alarm with high priority "ventilator error". The anaesthetist disconnected the patient from the device and took over ventilation using a resuscitator bag. No serious injury reported.